Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a loud motor after changing the display board.

Manufacturer narrative:
After further review this file was revised to non-reportable.

Event description:
It was reported that there was a loud motor after changing the display board.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a loud motor after changing the display board.

Event description:
It was reported that there was a loud motor after changing the display board.

Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 12/11/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue.